Manufacturer narrative:
A rotaflow drive (serial number #(B)(6)) was sent in for repair due to a "head error" to getinge repair center. The head error could not be reproduced. As part of the service repair the plunger m10 (article number 701074339) was replaced and all functional checks has been performed before sending back to customer on (B)(6) 2024. Thus the reported failure could not be confirmed. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
(B)(4)

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The affected rfd 20-973 / rotaflow drive unit is a device from italy. The rotaflow drive was sent back to the service department in germany because of the failure ¿head error¿. No harm to any person has been reported. Complaint ID: (B)(4).